Event description:
Reporter alleged finding blackened pins on the inform meter after discovering, it was smoking when she docked it into her base unit. No action or treatment resulted. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.